Event description:
It was reported by the product end user that "he has been dealing with uti for awhile and unsure where it came from". He reports that he has been catheterizing for "5 years with this catheter and states he developed and urinary tract infection (uti) and was treated with an antibiotic". He reports that initial round of antibiotics did not clear the infection and he was placed on another antibiotic and then once again to total 3 rounds of antibiotics. Unknown name of antibiotics. Reports that these infections occurred over "the last couple months". End user questioned about catheterizing technique and he states "he washes hands with soap and water prior to using the catheters but he does not use anything to wash his urethral opening. He does burst water sachet to hydrate the catheter and uses no touch handling sleeve". Per the product instructions for use (IFU) "wash the glans penis from the urethral opening (tip) to the base of the glans with soap, water and washcloth or unscented disposable wipe. Wash with a circular motion from the tip outward. Do not wash back and forth over the urethral opening. Repeat the washing two more times with different areas of the wash cloth or with a new unscented wipe each time." The product end user was not following the product IFU for cleansing, therefore exact cause of infections cannot be determined. Unknown lot number. No photographs depicting the reported complaint issue were received.

Manufacturer narrative:
To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number : reporting site: 1049092 . Manufacturing site: 3005471919.

Event description:
To date no additional patient or event details have been received.